Event description:
It was reported that a malfunction occurred with a pump, indicated by malfunction code 16, which was not resettable. There was no reported adverse impact to the customer's blood glucose level. The distributor was notified, and technical support arranged to replace the pump, as it was still under warranty. The customer was instructed to switch to manual insulin injections as a backup therapy to ensure continuous insulin delivery. The customer was also guided on how to put the pump into storage mode and return it within 10 days using a pre-paid label.